Manufacturer narrative:
The customer advised that when using a patient simulator, the alarm was triggered. The clinical application specialist (cas) went onsite and checked the monitor and found that the alarms were working properly. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporter's phone # (B)(6). Reporter's institution phone# (B)(6).

Event description:
The customer reported cannot see alarms. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.